Manufacturer narrative:
The review of the traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause of the issue is related to a failure to follow surgical technique. As indicated into mobi-c surgical technique : "use the paddle distractor to create parallel distraction. (Caspar distraction alone may not properly distract posteriorly)" the investigation found no evidence to indicate a device issue. If product is returned, an examination & inspection will be performed, if additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Waiting on product return.

Event description:
Mobi-c surgery, as reported : the implant was attempted to be inserted at c5/6. During initial insertion, the implant seemed to slide off midline as the surgeon carefully implanted. The implant was only 20% in the space at best. The implant appeared to release early from peek and as the surgeon tried to further insert, the implant came loose from peek. The surgeon then had to pull out each piece of implant which was difficult because the teeth had engaged endplates. The surgeon eventually was able to remove malfunctioned implant and replaced with a new implant that was successful. No resistance encountered more than normal. The angle was more extreme at 5/6 then most but the surgeon made correction prior to beginning impacting, so the prosthesis was being inserted parallel to endplates. No x-rays are available. Caspar pins were placed midline and parallel to vertebral body endplates. Paddle distractors were not needed to create parallel distraction.

Manufacturer narrative:
This medwatch is updated to send additional information on the product return. Device was received in a condition which made analysis impossible. Product was returned to ldr medical, no examination was performed as it was not decontaminated. The review of the traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause of the issue is related to a failure to follow surgical technique. As indicated into mobi-c surgical technique : "use the paddle distractor to create parallel distraction. (Caspar distraction alone may not properly distract posteriorly)" the investigation found no evidence to indicate a device issue.